Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling "bad" ever since having a cardioversion which was done around the same time his pacemaker was implanted. He reported "feeling half dead" and is "tired", especially in the morning. He saw the doctor on (B)(6), 2010. The doctor told him his "heart was in rhythm" and everything looked "good". The patient reported that he inquired if the pacemaker was "incorrectly set" and the doctor said it is "possible". The device is still in use. No further patient complications have been reported as a result of this event.